Event description:
The depuy orthopedic truematch tibia cutting guide was pinned onto the tibia and surgeon began cutting with the oscillating saw. While cutting with the saw the side of the cutting guide marked "5l" cracked. The metal slotted portion of the guide began to pull away from the plastic portion of the cutting guide. At this point, the device was removed and the regular cutting guide was used.